Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of difficulty connecting the atrial lead into the header was confirmed in the laboratory. During bench testing, the test lead could not be fully inserted into the atrial lead bore. Visual inspection of the atrial lead bored found epoxy material on the atrial contact spring. It is believed that the epoxy material on the contact spring prevented the spring from expanding appropriately, thereby preventing the lead from being fully inserted into the bore. This resulted in the field observation of high pacing lead impedance and oversensing.

Event description:
It was reported that during implant procedure, the physician had difficulty inserting the atrial lead into the atrial bore. After lead was connected, ventricular output was seen on the atrial channel. Atrial output was increased and atrial oversensing was observed. Setscrew anomaly was also noted. The device was not implanted.